Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf148 and sf200) related to the blower and the device unexpectedly stopped ventilation. The patient was manually ventilated.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf148 and sf200) related to the blower and the device unexpectedly stopped ventilation. The patient was manually ventilated.